Event description:
A customer reported a pump alarm, specifically alarm 20, during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred. Consequently, the decision was made to replace the pump, as it was under warranty. The customer planned to use multiple daily injections (mdi) as a backup form of insulin therapy. Technical support confirmed the shipping address for the replacement and guided the customer on how to store the faulty pump. The customer was instructed to return the faulty pump using a pre-paid label within 10 days, and they acknowledged this procedure.